Event description:
Additional information received from the consumer reported the only time she was in the hospital for reasons related to the device was when the device was implanted. As far as the patient knew, everything went ok during the implant procedure. The patient was in the hospital for 2-3 days when the device was implanted, but as far as she know, the implant procedure went fine. It was noted the patient said she had never been hospitalized because of issues related to the device. The patient was allergic to morphine and was given a morphine pump.

Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# v020688, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported that she had restless leg syndrome after implant and experienced an allergic reaction, including itching, to the morphine after implant. The patient stated that she had other health issues to address and that she was hospitalized for the initial implant. The indication for use was failed back surgery syndrome. No device issues reported. If additional information is received a follow-up report will be sent.